Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) for unspecified reasons. All components of the existing app were explanted and replaced with a new spectra penile prosthesis (spp). No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Should further information be received, a supplemental report will be submitted.